Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total laparoscopic hysterectomy, when closing the vaginal cuff, the needle from the suture reload on the instrument broke off and became embedded in the patient's vaginal cuff. Part of the needle remained in the patient's vaginal cuff as a retained foreign body. An x-ray was performed to locate or confirm the presence of the retained needle. The physician tried to dissect the needle out of the vaginal cuff but were unsuccessful so the needle was left inside the patient. The patient was counseled on magnetic resonance imaging (MRI) protocol due to the retained needle.